Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# j0555258v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389-40, lot# j0555258v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 274060001, implanted: (B)(6) 2011, product type: accessory. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s right hand was twisted under and the rehab facility recommended diathermy to help with her condition. The patient was given one treatment of diathermy the week before the report and reported that "she felt something" and was anxious afterwards and wanted no further diathermy treatments until compatibility information was reviewed. It was also noted that the patient's device had been off for two years as she experienced more problems with the device on than off, even after numerous reprogramming sessions. It was further noted that the patient would be seeing a new neurologist in the near future as they were wondering if she had a different condition besides parkinson¿s given her response to the treatments. It was noted that the patient couldn¿t speak but her mind was very alert. Additional information has been requested, but was not available as of the date of this report.